Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 227593965); product type: ; implant date n/a; explant date n/a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open and encountered resistance in the marksman catheter during retrieval. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm in the right internal carotid artery c4 segment with a max diameter of 15 mm and a 15 mm neck diameter. Landing zone: distal: 4 mm and proximal" 4.7 mm. It was noted the patient's vessel tortuosity was normal. The accessed vessel was the femoral artery with a diameter of 7 mm. Dual antiplatelet treatment was administered. The pru level was normal. The angiographic result post procedure showed an aneurysm. It was reported that the package was opened, the product was hydrated, and the stent was delivered into the microcatheter. After pushing it out, it was found that the tip end could not be opened. Even after multiple attempts, it still could not be opened. It was found that it could not be retrieved and the whole was withdrawn from the body. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
The pipeline flex embolization device and marksman catheter were returned for analysis. The pushwire was returned stuck within the marksman catheter. The pipeline flex braid was not returned for analysis. Therefore, any contributing factors could not be assessed. Pushwire returned extending out from catheter hub. No bent or kink was found with pushwire. However, the pushwire was found to be separated/broken proximal to the dps sleeves. The tip coil and dps sleeves were not returned for analysis and the reason was not provided. The hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kink was found with catheter body. The marksman catheter tip and marker were examined; and was found to be damaged and deformed. No other anomalies were observed. The total and usable lengths of marksman catheter were measured to be within specifications. The catheter was cut to remove the pushwire. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel thro ugh catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged location. The broken end was sent out for sem (scanning electron microscopy) analysis. Based on the analysis findings, the pipeline flex was not confirmed to have failure to open at distal as the braid was not returned for analysis. Therefore, any contributing factors could not be assessed. The pushwire was found to be separated proximal to the dps sleeves. Per the sem result, the broken end failed via torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the pipeline encountered resistance in the catheter during retrieval. The pipeline had not been placed in a vessel bend when it failed to open. It was noted that the issue with the marksman catheter was the stuck stent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.